Event description:
The customer reported having low glucose over 20mg/dl prior calling the paramedics, and he was hospitalized due to low blood glucose. The customer's glucose reading at time of call was 360mg/dl. The customer stated that he was unconscious, and he called the paramedics when he regained consciousness. By then, the customer was soak and wet. The customer mentioned attaching antibodies, which have caused him to have a hypoglycemic episode and had the insulin to be released in his body at unexpected times. The customer stated that he was treated with food and glucose tablets. Troubleshooting was performed. Reviewed the programming and he believes that his sensitivity was suppose to be lower. The customer stated that the reservoir was showing less insulin than the status screen shows. Advised the customer to call his doctor regarding the low blood glucose, and call back if issues persist. The customer's most recent glucose reading was 160mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.